Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that insulin pump has a big crack on it. The troubleshooting was performed for damage and found that reservoir was locking into insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.